Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this incident. There was no adverse impact to the customer's blood glucose level. Although the malfunction code was resettable, the caller did not report or reset the pump within the last 24 hours and indicated they would call back when ready to perform the pump reset.